Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the centrifugation time was too short and speed was not known, the most likely root cause was a preanalytic issue which caused poor sample quality such as clots/fibrin. Other typical causes for this type of event include insufficient maintenance of the analyzer. Based on the calibration and qc data provided, a general reagent issue could be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low elecsys pth stat immunoassay results for two patient samples that resulted in the patients' surgery being cancelled. Data was only provided for one of the patient samples. The initial result from an edta plasma aliquot sample was 29.45 pg/ml and was reported outside the laboratory. Based on this result, the patient's surgery was cancelled and a sample was drawn for calcium and ionized calcium testing. A serum sample was drawn and the pth result from a cobas 8000 e 602 module was 216 pg/ml. The customer then repeated the original edta aliquot sample and the result was 165.4 pg/ml which was considered to be correct. The customer also tested a second serum sample from the patient and the result was 160.8 pg/ml. The patient's surgery has not been rescheduled. The customer did not know of any adverse event for the patient. The reagent lot number was 18500502 with an expiration date of 31-jan-2018. The customer stated she has been told to replace the original instrument sample disk with one made especially for aliquots and primary tubes. She has the new sample disk, but has not replaced it yet. The field service representative could not find a cause. He replaced the probe tubing and the customer successfully ran calibration and qc with all results within the customer's established ranges. Precision and analyzer performance testing was acceptable.